Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b6, b7, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken, the image is purple. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The most probable cause of the charged coupled device (r-unit) is broken and therefore the image is purple traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had an error 104 alarm for fog-free function. The issue was found during inspection for use. There were no reports of patient harm.